Event description:
The assistant went to position the x-ray unit over the patient to take an x-ray, and the unit fell off the wall, hitting the patient's waist and knees.

Manufacturer narrative:
Patient was shook up and stated her vision was blurry. The unit fell off the wall leaving just a wire sticking out of the wall. The bottom of the back casting was cracked away leaving the bottom lag screw in place and the top lag screw was out. The doctor is holding on to the 765dc I/o unit pending his request for a new unit.